Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre-operatively, the implantable pulse generator (ipg) had a telemetry problem and could not be interrogated. The ipg was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Hybrid analysis determined that the reported failure was likely due to a detached laser ribbon bond. If information is provided in the future, a supplemental report will be issued.